Manufacturer narrative:
The patient's k and cl results were requested but not provided. The field service engineer replaced various parts and performed system cleanings. After service, no further issues were reported by the customer. Based on the provided information, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for one patient tested on a cobas 8000 cobas ise module. The patient's initial na result was not reported outside the laboratory. The customer performed repeat testing with the patient's sample on a different cobas 8000 cobas ise module. At 1928, the patient's initial na result was 115 mmol/l. At 2023, the patient's repeat na result was 132 mmol/l. The na electrode lot number and expiration date were requested but not provided.